Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged moisture damage exposed to water found on event date (B)(6) 2021. The pump passed the displacement test and selftest. No pump alarm found on the history on the event date. However, pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection pillowing keypad overlay. Confirmed moisture damage pcba 1 and pcba 2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture that fluid in battery compartment. The customer reported that the screen was not appearing on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.